Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 555 mg/dl. Customer stated the site was actively bleeding at the time of call. Customer declined to troubleshoot. Customer also stated that product was not adhering. The insulin pump will not returned for analysis.